Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during posterior lumbar interbody fusion at l4-l5, the surgeon was placing a 7mm vertebral spacer-tr in the disc space. The holder disengaged from the spacer durig the insertion. The surgeon examined the holder, and the implant. The holder was fine, and working properly; however, the grooves on the spacer implant appeared damaged. Surgeon used another 7mm vertebral spacer-tr with the same holder, and the spacer inserted easily without further problem. It was also reported that as the matrix instrument set was being assembled for sterilization following the surgery, broken fragments of the threaded peek reduction insert portion of the persuader were found in the bottom of the tray. It is not known which instrument the insert was used with during the surgery. There was reportedly no delay to surgical time, and no reported harm to the patient. The surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The report indicates that the threaded persuader is a component of the matrix set for rod reduction. The matrix spine system ¿ degenerative is a ¿comprehensive thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges¿. The threaded persuader is specifically used to aid in the reduction of the rod. The persuader is positioned above the implant, being sure to align the inner reduction tube slots over the rod. Once lined up, the persuader can be pressed onto the screw head and the rod can be reduced through the use of a hex drive adapter. Finally a locking cap can be inserted and tightened, with the persuader acting as a counter torque. One reduction insert for the matrix threaded persuader was returned with the complaint that ¿broken fragments of the threaded peek reduction insert portion of the persuader item were found in the bottom of the tray.¿ upon receipt of this part it was seen that two of the ¿teeth¿ are broken off, one of the broken fragments was returned. Given the complaint description, it is unknown what caused this reduction insert to break, the root cause is undetermined. The associated drawings for the threaded persuader were reviewed; the reduction insert and the assembly, and the design, material and finishing processes were found suitable for the intended device application. This complaint is confirmed; however the root cause is undetermined. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.